Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a166usqs6czb6. Hardware: sm-a166u. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose level rose to 400 mg/dl while wearing the pod for an unknown duration of time. When the pod was removed from the infusion site on the abdomen, the pod's cannula was found bent and stuck to the adhesive. The patient stated the pod leaves red marks on their abdomen, and further stated the adhesive had pulled the cannula, preventing proper insulin delivery. The patient did not receive any treatment at the time of the report and product support advised the patient to administer a manual insulin injection prior to applying a new pod.